Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet device stopped functioning around 4:00 pm on (B)(6) 2025, but they were unaware until 8:00 pm. After troubleshooting, the agent determined that the device needed to be replaced, and a replacement unit was sent via overnight shipping. Upon follow-up, the user explained they had elevated blood glucose (bg) levels of 250 mg/dl, which lasted for three hours, along with large ketones, vomiting, and a burning sensation in their chest. On (B)(6) 2025, the user's partner transported them to the hospital, where they were treated with intravenous (IV) fluids, insulin, potassium, and nausea medication (zofran). The user was diagnosed with diabetic ketoacidosis (dka) but reported no long-term health effects. They were released from the hospital on (B)(6)2025 and reconnected to the replacement ilet upon discharge. As of (B)(6)2025, the original ilet has not been returned.